Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). Patient was admitted to hospital. Patient went to ER for stomach and back pain. Device was turned off. Pt stated not being able to walk. Numbness/weakness in legs. Pt stated she was told there may be a blood clot in spinal column. Pt stated scs trial device was removed on 4/19. Trialing hcp updated with this information. No other known information at this time.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 18-mar-2028, UDI#: (B)(4) ; product ID: 977d260, serial/lot #: (B)(6), ubd: 21-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.